Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be bad fit with shaft due product size issue/ poorly seated balloon/bladder neck interface. The labeling and instructions for use were found to be adequate. The DHR review could not be performed without a lot number. Therefore, no additional action required at this time. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urinary leakage occurred from the urethra in patients with foley catheter placement. It was also mentioned neither the patient nor the agency was aware of any problems. Takigawa confirmed this by phone with the agency. When confirming the user, the contact person was out of the office. The substitute contact mentioned that the size likely no longer fits. However, there was a mention of a leak, and the contact person was unable to confirm if there was an actual defect.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urinary leakage occurred from the urethra in patients with foley catheter placement. It was also mentioned neither the patient nor the agency was aware of any problems. Takigawa confirmed this by phone with the agency. When confirming the user, the contact person was out of the office. The substitute contact mentioned that the size likely no longer fits. However, there was a mention of a leak, and the contact person was unable to confirm if there was an actual defect.